Manufacturer narrative:
Visual inspection revealed that the distal end is bent in two locations approximately 52 and 66mm from the end of the distal tip. Dried saline found in the gap between the handle and rear connector. Dried body fluid found on the handle, main shaft and distal end. Dried saline found on distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and me's. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Lumen pressure decay values were gross fail, gross fail and gross fail psi, indicating a leak in the lumen. X-ray found dried fluid debris adjacent to the cooling lumen inside the handle. The handle was opened to investigate a possible lumen leak. A crack was found in the adhesive that secures the irrigation tubing to the lumen. Dried saline was found inside the crack. Also found dried saline between several solder joints on the rear connector pcb and on the pcb itself. A metriq pump was connected to the luer fitting. Within seconds at a flow rate of 2ml/min, saline was observed exiting the crack in the adhesive.

Event description:
Reportable based on analysis completed on 11feb2020. A nav mifi oi was selected for a procedure however it was noted that the temperature sensor was faulty. The procedure was completed using another device, however, returned device analysis revealed a leak.